Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient's spouse would not give information about the managing physician because they did not want the patient on pain medications at all. It was reported that the patient was not at the facility very long. It was stated that the hallucinations were from oral pain medications, the patient had taken too much. It was unknown what the medication was. It was noted that the patient did end up getting better before they had left the facility. The healthcare provider (hcp) at the facility was never able to find out anything about the pump, they thought it was doubtful that the issue was related to the device and the patient got better. It was reported that the issues were attributed to the oral medications the patient took too much of.

Event description:
It was reported that the healthcare provider needed the pump to be ¿deactivated¿ as the patient had presented to their facility the night prior to report. The patient had gone into the facility ¿hallucinating.¿ the patient had been intubated and could not breathe. It was reported that the hcp thought the patient had morphine in their pump but was not sure. Additional information has been requested, but was not available as of the date of this report.